Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead 2004-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing impedance measurements and an increasing pacing threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.